Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 167mg/dl, 111mg/dl, 140mg/dl, 90mg/dl (in the reported issue notes it states 140mg/dl something and 90'smg/dl). Tests were done <10 mins apart with a difference of 29%. Pt did not experience any adverse events. No further info has been reported.